Event description:
The company was informed that the patient is experiencing sound quality issues. Programming adjustments were made, however this led to facial nerve stimulation and did not resolve the sound quality issue. Revision surgery is under consideration.